Event description:
Additional information was received indicating r-wave amplitude variation was noted on the right ventricular (rv) lead. Abbott technical services was contacted and confirmed loss of capture and r-wave amplitude variation were observed on the rv lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During a follow up in clinic, loss of capture was noted on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.